Event description:
Infant receiving tpn through standard medication/IV tubing. This morning, one y-site of tubing noted to have a slow leak. Md notified; safety nurse notified. Replacement IV fluid ordered for patient and initiated once received. Manufacturer response for IV tubing, 60 drop, clearlink solution set (per site reporter) ongoing.